Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The cause is a depleted internal battery due lack of charge. Per event description, patient told she hasn't recharged the ipg for a year due a treatment for cancer, she forgot to recharge the ipg. According to the eon dfu review, there is adequate information for preserving the ipg battery when not in use. In dfu 37-0864, ver b.0 it states; ¿if you do not recharge a depleted ipg within 2¿18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged.¿ therefore, the reported charging problem was due to a user error.

Manufacturer narrative:
(B)(6). Date of event estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg was deemed inoperable. As a result, the ipg was explanted and replaced to address the issue.